Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the distal and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown.

Event description:
During a paroxysmal supraventricular tachycardia ablation procedure, after placing the sheath into the patient and prior to inserting any catheters or a transseptal needle, a blood leak was noted from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.